Event description:
It was reported that during a second try at retrieving a vena cava filter, the filter was removed, but it was noted that 2 arms were missing. It was reported that one arm was in the pulmonary artery and one in the right ventricle.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. It is unknown if the first filter removal attempt or other patient factors may have contributed to this event. The root cause of the event is unknown. The information for use for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.